Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the priming process. The customer's blood glucose was unknown. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.